Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that during ablation in the right inferior vein, a bubble was observed on the catheter's side port. The physician continued with ablation with caution and then retrieved the device from the body. Upon post-map there were two areas that the physician wanted to touch up with ablations, however, after a few attempts of aspiration they decided to not reinsert the device. The procedure was completed successfully, as the physician determined the previous ablations were sufficient, and no patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be separated. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flow test was not possible because the strain relief/luer were separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen. The reported event was confirmed as this detachment of the strain relief/luer can lead to fluid leakage and the appearance of air bubbles.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that during ablation in the right inferior vein, a bubble was observed on the catheter's side port. The physician continued with ablation with caution and then retrieved the device from the body. Upon post-map there were two areas that the physician wanted to touch up with ablations, however, after a few attempts of aspiration they decided to not reinsert the device. The procedure was completed successfully, as the physician determined the previous ablations were sufficient, and no patient complications occurred. The device was returned for analysis.